Event description:
I had dental fillings that had bpa derivatives and they caused my hair loss after each successive implant of filling. So with each filling carries more hair loss that the last. I notice strange chemical taste from these fillings leeching into my saliva. Recently, I had these bpa fillings replaced with zinc oxide eugenol polymethacrylate fillings and they too had this weird chemical taste. I noticed more hair loss this time around even though my hair loss plateaued or stabilized when I had the bpa fillings for over a year.